Manufacturer narrative:
Correction:spectrum pump upon follow up it was reported the air in line alarm did not occur at the end of IV therapy. There was no open-air vent and there was no damage or defect identified with the clear-link set. There were no other medications running with levophed, used for hypotension. It was reported the cause of the hypotension and cardiac arrest was due to aspiration. The patient outcome was reported as needing a long term care aide. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an alarm for upstream occlusion occurred during patient treatment with levophed (running at .7mcg) while using a clear-link device. The reporter stated that no occlusion was found in response to the alarm; the pump was rebooted and the machine triggered an alarm for air in line. It was reported multiple micro air bubbles throughout the tubing were observed. The air was pulled out and more air was observed. Subsequently the patient experienced a drop in blood pressure and pulseless electrical activity (pea) cardiac arrest. The patient received cardio-pulmonary resuscitation (CPR) for the event. No other interventions or treatments were reported. At the time of this report, the patient outcome was not reported. No additional information is available.